Event description:
A (B)(6) year old male with pmh of hyn, awmi, lv aneurysm who underwent dt lvad as dt on (B)(6) 2017. In (B)(6), the pt presented to an (B)(6) with an episode of left arm weakness and slurred speech and facial droop. Initial CT of the head was normal. Pt's inr at the time was 2.96. Pt was then transferred to wmc for further eval. A repeat head CT at wmc revealed a right temporal cva. Due to symptoms lasting more than 24 hrs, the pt was not a candidate for treatment (tpa or embolectomy). Neurology was consulted, etiology thought to be cardioembolic. Carotid duplex showed no significant stenosis. Pt has since recovered from this event.